Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level as it remained below 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software to the customer, who was instructed to put the old pump into storage mode and return it within 10 days. The customer will continue to us current pump for insulin therapy.